Event description:
It was reported that the patient was charging the ipg frequently. The patient underwent a revision procedure where the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago.